Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow up showing non-sustained oversensing on the ventricular channel due to post-paced t wave oversensing. Programming changes were recommended. Patient will be monitored. Device remains implanted. Patient was stable before, during and after the event.